Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the system had shown an advisory and the unit had powered off. The event had occurred not during use.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that shown an advisory and the unit had powered off" complaint. Could not confirm or duplicate complaint either by reviewing the alarm history or by testing. Additional findings include a non-OEM top case, cracked right plunger case, malfunctioning lcd backlight, worn clutch/leadscrew, and damaged plunger cable. Replaced all damaged, worn and non-OEM components including the interconnect circuit board due to nature of customers complaint. Pump passes all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.